Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided for this reported event. The hospital 's biomedical engineer examined the iabp's, as getinge representatives do not service the iabp's. If a determination cannot be found and they require additional assistance, they will call in an fse to examine the iabp's. An fse discussed with the customer reasons for triggering changes and timelines for when the iabp will change triggers. The facility¿s biomedical engineer has advised that there are five cardiosave iabps at this location, and that they are unable to isolate the specific iabp that is the subject of this complaint event. The biomedical engineer reported that all of the iabp's were tested and the reported event could not be duplicated in any of the iabp's. The biomed also stated that all five iabps were released to the customer and cleared for clinical use.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) failed to seek the optimal trigger source prior to termination of cardiopulmonary bypass. In a subsequent conversation with the nurse, the field service engineer (fse) learned that a similar experience with a patient occurred. The nurse removed the EKG leads in order to bath the patient and the iabp (which was in automatic mode) went into stand-by rather than seeking or switching to EKG trigger. There was no patient injury or adverse event reported related to either complaints. A reference to the similar subsequent complaint will be filed under a separate complaint record.